Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection chipping/flaking and cracks of the light blue main body was noted. The complaint was confirmed in the lab for damaged. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that they noticed some cracks on the twist switch of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.